Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced kinked cannula event on 02-jan-2025. The site was patient's abdomen. The blood glucose level of the patient was 407 mg/dl which was treated by correction bolus via pump. Symptoms were observed three or more hours after insertion. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.